Manufacturer narrative:
This report is submitted on december 12, 2022.

Event description:
Per the clinic, the patient experienced a migration of the electrode outside the cochlear. The device was re-positioned (date unknown). The implant remains in-situ.